Event description:
Boston scientific crm received information that the patient implanted with this implantable cardioverter defibrillator (ICD) retained legal counsel and filed a lawsuit. There were no specific allegations aganist device malfunction. New information received indicates that this patient presented to the clinic after receiving a shock. Device interrogation revealed a shorted shock lead fault and low shock impedances were noted. A review of the stored episode noted noise on the right ventricular rate/sense and shock channels. Capture could not be obtained in the right ventricle. The patient has not been seen since (B)(6) 2006. A technical service consultant recommended replacing the device and lead. Upon opening the device pocket, it was noted that the patient had significantly twiddled the leads including dislodging the right ventricular lead. The device was held due to pending litigation.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, the device was held due to pending litigation. Recently, the legal case was settled and the device was forwarded for analysis. Visual inspection noted no irregularities. Holes were noted in the atrial negative, atrial positive, and df positive seal plugs the other three seal plugs were intact. Due to the patient being a twiddler the leads were damaged causing the field observations. A review of the device memory log verified that the device did have a shorted lead fault during a shock attempt. External shorting of the leads during a charge is known to cause internal damage. Devices are not expected to perform to specification post shorted lead events and further testing can result in further damage.